Manufacturer narrative:
A ge oec service representative investigated the issue and found the system required a replacement backplane. Additionally, the battery pack failed testing and was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have the monitor go black and the system required a reboot to restore function.